Event description:
It was reported that during deployment of an endovascular stent graft at the cephalic vein anastomosis of an a-v fistula, the stent graft unexpectedly moved forward during deployment. Another stent graft was implanted to complete treatment of the lesion site. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.